Manufacturer narrative:
Production date and expiration date: 05/08/2017 and 02/28/2027. Investigation results: the implant components arrived without bone cement but with a visible damaged gliding surface. The investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence and the digital-camera "panasonic dmc tz8". During visual inspection of the tibia plateau unknown deposits were detected. The tibia plateau shows no abnormalities or serious visible damages. Additionally an optical inspection of the gliding surface was performed. No visible damages, grooves and imprints were detected. The device quality and manufacturing history records have been checked for all the lot numbers (52323639 / 52233111) and found to be according to the specification, valid at the time of production. One similar incident has been filed with a product from the batch 52323639 (internal ref. (B)(4)). No similar incidents have been filed with products from the other batch. The root cause of the problem is most probably usage related. According to the quality standard and DHR files a material defect and production error can be excluded. In the delivered condition there was no bone cement adhesive. There is also no info about the condition after explantation. It appears a bone cement loosening as causal factor. There is the possibility for a non-adhesive from the bone cement. This can occur according to the "gebert de uhlenbrock 2012" and "schlegel et al. 2011" study. It could be possible that there were problems with the cement technique too. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded - wrong temperature - unfavourable storage - the age of the cement - wrong handling with the cement.

Manufacturer narrative:
Patient data: height 74 inches, bmi 37.4. Manufacturing evaluation: investigation on-going. Investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product vega ps tibial plateau. Post operative loosening of tibia. Sample is not yet available for evaluation. A revision surgery was necessary. The surgery went well. The adverse event is filed under aag (B)(4).

Manufacturer narrative:
Date of event: clarification - additional information. Implant date - (B)(6) 2017. Adverse event problem: patient code.

Event description:
Clarification: per additional information received on 12sep2019 from the sales consultant, the reason for the revision surgery inquiry was due to the patient complaining of pain stiffness and knee not functioning. The actual date of implant surgery was (B)(6) 2017.